Manufacturer narrative:
The reported information and the device logs provided the basis for the investigation. The reported failure of the device and the reported error code 13.98.001 were not saved in the logbooks, but due to a discrepancy in the user logbook it can be assumed that the pcb cpu and thus the logbook and the error memory were faulty at the time of the event. The device was tested at the customer site in an endurance run for several days and then checked according to manufacturers specification. No deviation was detected. A clear underlying root cause of the reported behavior could therefore not be determined, but it is likely that an external interference caused a malfunction due to electrostatic or electromagnetic effects above the iec 60601-1-2 immunity levels valid at the time of sale. The device behaved as specified for this case and attempted to solve the issue with a warm start. During a warm start, evita opens the airway system to allow spontaneous breathing and generates an audible alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The number of similar cases, related to the root cause, lies within the originally assumed range of the underlying risk assessment and is thus accepted.

Event description:
It was reported that the evita 4 stopped during ventilation and displayed the failure code 13.98.001. There were no patient consequences reported.